Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was fired on the pulmonary vein in video assisted thoracic surgery. The staples on the sample side were not deployed. The doctor held the unstapled area by his finger and stopped bleeding. As the bleeding area was sample side, the bleeding was little. No blood transfusion was needed. It was the second firing. There were no difficulties in firing. The staples on the patient side were deployed completely. There were no adverse consequences for the patient. The doctor commented that the cleaning of the jaw might have not been enough.

Manufacturer narrative:
(B)(4). (B)(4). Wedge band bypass. The analysis results found that the tr35w reload was returned in good conditions and partially fired. It was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/3 fired. The cartridge lockout was found normal. In addition the cartridge deck and right sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. No functional test was performed due to the condition of the reload.

Event description:
The e-mail received from the (B) (4) registry indicated that approximately one month post index procedure, the patient experienced right-sided weakness and numbness and was diagnosed stroke. The patient is an (B) (6) female who was enrolled in the (B) (4) study. The target lesion was the ostium of the left internal carotid artery (ica). The rate of stenosis was 85%. The lesion was described as eccentric. Tortuosity was mild. An angioguard distal protection device was successfully deployed distal to the lesion. A precise (pc0740rxc / lot 15048864) stent was successfully placed in the lesion. The angioguard was removed. There was no debris found in the filter basket when removed from the patient. The procedure was successfully completed. There was no reported injury during the procedure. Approximately one month post index procedure, the patient returned to the hospital for a follow-up due to episodes of right-sided weakness and numbness. After having the precise stent placed in her carotid artery, she developed some right arm and forearm episodic numbness. The patient states that these episodes last a few minutes at a time. A CT scan showed some subarachnoid hemorrhage around the cortical infarct. Cta of her neck showed a patent carotid stent and mild right carotid stenosis. The patient's diagnosis was stroke with subarachnoid hemorrhage and small seizures following left carotid stenting. There were no intracranial lesions or stenosis seen in the CT scan. An eeg was unremarkable for active epileptiform activity. Since the patient was discharged from the index procedure has had no headaches or further right-handed spells since she was started on keppra.